Event description:
It was reported that pump displayed a cartridge change error that persisted even after customer tried to load multiple new cartridges using proper technique. There was no reported impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned pump as instructed, and attempted to complete cartridge load but was unsuccessful, so technical support assisted with new cartridge fill, arranged replacement pump, instructed customer to use multiple daily injections as backup insulin therapy, and advised customer on putting pump into storage mode, returning pump with prepaid label, and setting up and reconnecting replacement pump and cgm.